Event description:
Home patient called baxter technical service center to report a leak from connection of transfer set and homechoice set patient line during initial drain of treatment on the homechoice machine. Patient admitted to rn that patient did not tighten the connection of the homechoice set patient connector to the minicap pd transfer set securely at therapy set up. The baxter operations support representative (osr) assisted the patient in ending therapy at the time the leak was noted and setting up with all new supplies. The patient's rn reports no patient injury or medical intervention as a result of the incident.